Manufacturer narrative:
No-fault found. The fse resolved the reported issue by correctly seating the incorrectly placed component on the telemetry board in the xtr closet. Repairs were not necessary. This report is complete, and the case is considered closed.

Manufacturer narrative:
Spacelabs has launched an investigation and will file a supplemental report when the investigation is complete.

Event description:
Spacelabs received a report that on (B)(6) 2021, a central station failed to alarm.